Event description:
Four coronary stents with delivery systems were successfully deployed at the target lesion site in the pt's tortuous right coronary artery. Attempts to advance a fifth coronary stent with delivery system with the protective sheath retracted through the deployed stents were unsuccessful. Upon withdrawal of the sds, stent was not attached to balloon catheter. Location of embolized stent is unknown. No further actions were performed and there was no clinical sequelae reported relative to the event.